Manufacturer narrative:
The pump was returned, and analysis found corrosion and/or wear and/or lubrication and stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine (50mg/ml at 17.004 mg/day) via an implanted pump. The indication for use was spinal pain. It was reported the patient's pump had an active motor stall on (B)(6) 2019. It was noted the patient did not recently have a MRI. Emi considerations and motor stall considerations were reviewed. The caller was re-directed to their hcp. There were no symptoms reported. It was noted the hcp wanted to put the pump in min rate and silence the alarms. It was further reported the patient had heard a beeping from their pump on (B)(6) 2019. On (B)(6), the patient's alarms were silenced. The pump was decreased by 85%. There was no environmental/external/patient factors that may have led or contributed to the issue. It was noted the patient had withdrawal symptoms and the issue was not resolved. The patient is scheduled for pump replacement on (B)(6) 2019.